Manufacturer narrative:
(B)(4). The homechoice has been returned to baxter, and the evaluation is currently in progress. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain 1) alarm was identified in the log. The alarm occurred on (B)(6) 2014 14:05:13. No further information was available.